Event description:
It was reported that a patient's transmissions from the remote monitor were not accessible to the clinic due to not being seen on the website. This was discovered during an in clinic appointment after viewing the interrogation report. There were no reported patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.